Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a device change out, the right ventricular (rv) lead was noted to have a tear in the insulation of the superior vena cava (svc) connector, from within the old device header. The lead remain in use with the svc coil programmed off for therapies though still available for electrogram (egm) use. No patient complications have been reported as a result of this event.